Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as heartmate ii lvas, was not returned for evaluation. Additionally, a direct relationship between the device and the reported hemolysis could not be conclusively determined through this evaluation. Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It is unclear what may have contributed to the pump thrombus. They did have an echo with ramp study which did confirm abnormal pump function. They did not have any abnormal pump numbers that could be found documented. No further or additional information was provided.

Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as heartmate ii lvas was not returned for evaluation. Additionally, a direct relationship between the device and the reported hemolysis could not be conclusively determined through this evaluation. The account reported that the patient had signs and symptoms of hemolysis with an ldh of greater than 1,000, and presumed pump thrombosis. The patient had heart recovery with an ejection fraction up to 40%. The patient had their pump explanted on (B)(6) 2015 due to heart recovery and the pump was reportedly disposed. Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with signs and symptoms of hemolysis, lactate dehydrogenase level result was greater than 1000 u/l, which can be due to pump thrombosis. The pump was explanted given the patients recovery, ejection fraction up to 40%. No further or additional information was provided.